Event description:
The original procedure was performed on (B)(6) 2015. The main body and left ipsi-lateral leg were placed through calcified arteries. An extension was required, it was placed through a gore 22fr sheath and upon insertion the physician twisted the delivery sys many times. The graft was deployed and it was evident that it was deployed into the external iliac artery. Then, before re-sheathing the delivery sys, the physician pushed the gore sheath upwards to push the graft higher. He then attempted to withdraw the delivery sys but it was caught to the stent-graft and would not withdraw from its end. The pt was then taken to theatre and it was found that the external artery had been dislocated from the common, the stent-graft was tied off surgically and a fem/fem crossover performed. The pt woke up on the ward the same evening, in slight pain however the physician was not worried. (B)(4).

Manufacturer narrative:
UDI#: (B)(4). DHR review: a ful review of the device history record for this device has been carried out with no anomalies identified; the prod was mfg and released for sale in accordance with spec. There is no info to suggest that the device has not me the final release criteria. Delivery sys inspection: the delivery sys of the device reported in this complaint was returned to lombard med and it was visually inspected for damage. The overall observations were: the pusher tubes were severely twisted around retainer rod and peek centre tube; both pusher tube ends are absent beyond push rod bore. In addition, the pusher tubes "swan-neck" were straight inside of the "swan-neck" format. The severe twisting observed for the pusher tubes are consistent with the high decree of rotation witnessed during device deployment. Furthermore, the straightening of the 'swan-neck' form is considered to be a result of a high tensile force being applied during attempted withdrawal. (The stent-graft remains implanted). IFU review: section 6 warnings and precautions: "care must be taken in those pt where the aneurysm proximal neck, distal landing zones, or iliac arteries are calcified and tortuous." Section 7 potential adverse events: "unable to withdraw (part or all of) delivery sys." No further updates required to the IFU. Risk analysis review: the event was assessed against lombard med hazard risk mgmt and trauma of the common iliac artery is listed under e.3.1. No further updates required. Lombard med now intends to close this complaint. Lombard med will continue to track and trend in accordance with qual sys procedures.